Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm. The customer's blood glucose reading was 597 mg/dl; treated with a manual injection. The customer declined to troubleshoot. Nothing was replaced or returned.